Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 03.010.104, lot # 8841216: manufacturing location: (B)(4), manufacturing date: february 20, 2014. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The received drill bit (part 03.010.104, lot 8841216) is not only overused, but approx. 4 mm from the fluted tip section is also broken off. The broken off portion was not returned. The cutting edges are rounded and badly worn. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in september february 2014. The used material was stainless steel per iso 7153 as required and the measured hardness was within the specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overload situation or mishandling during the cleaning process did lead to the breakage of the device. In general, we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during cleaning process it was identified that the 4.2 mm three-fluted drill bit is overused. No patient involvement. During the manufacturer investigation it was identified that the tip of returned subject device is also broken. This condition was reassessed and determined to be reportable on may 12, 2017. This report os for one (1) 4.2 mm three-fluted drill bit. This is report 1 of 1 for complaint (B)(4).